Event description:
It was confirmed that the leads eroded into the lumen of the duodenum. The ins and leads were removed.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Lead model unknown serial# unknown implanted: unk explanted: (B)(6) 2012.

Event description:
The ins and leads were explanted due to an abscess around the leads. Additional information has been requested.